Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was stuck on the cystic duct. The surgeon was able to slide the device off of the duct without damaging the duct. The case was completed at that time with no patient consequence. The device was discarded.